Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on bottom case, missing right plunger case and components inside. Customer?s reported issue was duplicated during power-up process plunger assembly was found inoperable due to missing right plunger case and components inside. The root cause of the reported issues was determined to have been caused by the caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: replaced right plunger case and all the missing components. Performed power up process and all functional testing which passed.

Event description:
It was reported that plunger will not go up or down. No patient injury reported.